Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt, the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any pt involvement in the reported malfunction.